Event description:
The manufacturer became aware of a rep dreamstation auto CPAP device alleging death of the patient. No medical intervention was specified by the patient. The device has not yet been returned to the manufacturer for evaluation. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.